Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731sc, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter.

Event description:
Additional information was received. The representative stated the catheter was an 8731, however, analysis clearly shows it is an 8731sc. The lot number of the catheter was not known, as it was implanted in a different hospital. The catheter was implanted in (B)(6) 2010.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-may-19, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen via an implantable pump for an unknown indication. On (B)(6) 2017-may the patient had a planned pump replacement for elective replacement indicator (eri). They received 'all fine' cerebrospinal fluid (csf) backflow from the catheter. The patient experienced baclofen withdrawal over the weekend and aspiration was not possible from the catheter access port (cap). The catheter connection to the pump was thought to be the problem. On (B)(6) 2017, in theater, the hcp received good cerebrospinal fluid (csf) backflow from the catheter, but not from the cap. The sutureless connector was replaced and there was good csf backflow from the catheter and catheter access port (cap) once the pump segment was replaced. The pump was reconnected, and primed. The patient was fine and listed as alive - no injury. The issue was resolved at the time of this report. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis identified coring/tears/cuts in the seal of the sutureless catheter connector that possibly caused occlusion. It was not mis-aligned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.